Manufacturer narrative:
Active investigation in-progress, results of the investigation will be provided in a supplement report. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Manufacturer narrative:
The complaint is inconclusive since the circumstance cannot be duplicated and no product was returned for evaluation. However, the circumstances of the described complaint have occurred before. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the failure to alarm. The most likely root cause for the failure to alarm is that the pump received enough of a flow rate of air to prevent a blockage alarm from sounding. In order for a blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded and an alarm would have been be triggered within 3 minutes. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. In response to failure to alarm complaints, smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. No photos or further information was available to understand the statement ¿soft port tubing appeared to have disintegrated within the plastic tubing¿ and therefore it cannot be confirmed and no root cause could be determined. No device history record review was performed because the lot number provided is an invalid lot number for smith and nephew canisters and no further information was available. Complaints will continue to be monitored.

Event description:
Failure to alarm: canister was full to capacity, machine should have alarmed prompting change but did not. Wound dressing was saturated exudating onto patients clothing. Patient had to apply extra absorbent pads to manage exudate. Device did alarm on 4th day indicating blockage. Soft port tubing appeared to have disintegrated within the plastic tubing which should not be the case.

Event description:
Failure to alarm: canister was full to capacity, machine should have alarmed prompting change but did not. Wound dressing was saturated exudating onto patient's clothing. Patient had to apply extra absorbent pads to manage exudate. Device did alarm on 4th day indicating blockage. Soft port tubing appeared to have disintegrated within the plastic tubing which should not be the case.